Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the unexposed soft cannula. This tear resulted in a leak. The commutator cap showed both damage and contamination. The other components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damages or deficiencies that would prevent normal operation of the pod. The unexposed soft cannula tear and resulting leak can be confirmed as the cause for insulin delivery failure. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.